Event description:
While using a byte day aligners, patient reports that their aligners do not fit any of their top teeth correctly and have chipped their tooth. They stated that their teeth will not move the way the aligners want them to, and their teeth are also more discolored. Patient is to see their dentist to fix the chipped tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.